Event description:
Erroneously low rbc, wbc, hemoglobin (hgb), and platelet (plt) results from a single pt sample generated by the coulter act diff instrument. Per data summary, the pt sample was tested 5 times. The 1st 3 runs generated significantly lower results vs. The last 2 runs. In this report data for each analyte is presented as a range of 5 runs. The wbc results were in the range: 5.5x10^3 cells/ul to 10.7x10^3 cells/ul. The rbc results were in the range: 2.26x10^6 cells/ul to 4.57x10^6 cells/ul. The hgb results were in the range: 5.8g/dl to 11.8g/dl. The plt results were in thr range: 255x10^3 cells/ul to 823x10^3 cells/ul. The resuls were believed to be erroneous because the physician felt that the initial results (1st three runs) did not match clinical condition of the pt. The customer indicated that there was no change to pt treatment that can be attributed to or connected with this event.